Manufacturer narrative:
An event regarding infection and pseudotumor (altr) involving an unknown trident shell was reported. The infection issue was confirmed. The altr could not be confirmed. Method and results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated, procedure-related factors: infection is primarily a procedure-related complication with sometimes additional patient-related risk factors about which there is no info in this specific patient. Component malposition cannot be excluded as potential source of metal debris due to lack of x-ray information. Diagnosis: infection of an accolade tmzf stem occurred 7-years post arthroplasty, likely from a source external to the hip requiring a two-stage infection treatment with device removal and antibiotic spacer implantation as first stage. Second stage with reimplantation to be planned once infection is under control. The metallosis/corrosion issue is not evident from the available documentation while a proper diagnosis of pseudotumor requires support from either MRI or tissue histopathology which is not available and given the context of infection has likely an other origin until proven otherwise. Conclusions: a review by clinical consultant concluded: infection of an accolade tmzf stem occurred 7-years post arthroplasty, likely from a source external to the hip requiring a two-stage infection treatment with device removal and antibiotic spacer implantation as first stage. Second stage with reimplantation to be planned once infection is under control. The metallosis/corrosion issue is not evident from the available documentation while a proper diagnosis of pseudotumor requires support from either MRI or tissue histopathology which is not available and given the context of infection has likely an other origin until proven otherwise. No further investigation for this event is required at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Hip was infected. Surgeon debrided wound and found metallosis and pseudotumor within surrounding tissue. Accolade tmzf stem removed with no issues. No replacement was inserted due to current infection. Lot number unknown as no patient label was available. Rep reported patients right hip. This was a primary stem that they removed due to infection and put a cement spacer insitu until the infection clears up, at which point they will implant a revision stem. Surgeon did not have any implant stickers in his notes, he doesn't think there is a way to recover these since it was implanted approximately 13 years ago. There was no surgical delay.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Hip was infected. Surgeon debrided wound and found metalosis and pseudotumor within surrounding tissue. Accolade tmzf stem removed with no issues. No replacement was inserted due to current infection. Lot number unknown as no patient label was available. Rep reported patients right hip. This was a primary stem that they removed due to infection and put a cement spacer insitu until the infection clears up, at which point they will implant a revision stem. Surgeon did not have any implant stickers in his notes, he doesn't think there is a way to recover these since it was implanted approximately 13 years ago. There was no surgical delay.